Manufacturer narrative:
Other applicable components are: product ID neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
Information was received from a manufacturer representative regarding a trial patient during implant of the scs system. It was reported by the manufacturer representative that the health care professional (hcp) had difficulty inserting the lead and once the lead was placed they tried to remove the stylet but it would not come out. When the hcp was trying to remove the stylet, the plastic piece on the end broke off and eventually they had to remove everything including the lead and needle. The manufacturer representative stated that it was unknown if it was an issue with the lead or stylet or if the hcp was bending something somehow. The manufacturer representative reported that they used the second lead and it went in just fine. These events occurred on (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_unknown, product type: unknown. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_epidural needle, product type: accessory. Three unknown stylets, an unknown epidural needle, and an unknown guide-wire accessory were returned to the manufacturer on (B)(6) 2016. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the 3 stylets with unknown lot numbers found no anomaly of 2 of them and 1 that was slightly bent near the proximal end, but did not have a significant anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.